Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 29mm sapien 3 valve, by transfemoral approach in aortic position. At the end of balloon alignment in the less tortuous segment of the aorta, the ¿flexcap¿ was positioned at the bottom of the valve. It was impossible to properly adjust the balloon. The valve moved over the balloon and it was not centered between the markers. There were difficulties crossing the annulus.  The valve ring was pre-dilated (valvuloplasty) so ¿in theory the prosthesis should have crossed the valve.¿ the patient has a challenging anatomy: tortuous aorta, bicuspid valve, dilation in the ascending aorta and calcifications in the iliac aorta. An unsuccessful attempt was made to implant the valve, requiring the removal of the valve.   During withdrawal of the commander delivery system and valve, it became stuck in calcification in the bifurcation of the iliac artery. The femoral iliac segment was dissected. The patient remained stable. Vascular surgery and angioplasty of the iliac and femoral arteries was performed without complications.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: gouges observed on flex tip and compression on the flex shaft. Cine imaging was received and revealed diving (non-coaxial relation) between the thv and flex tip after valve alignment, thv is not centered between valve alignment markers and flex tip is not flush against thv. It is unknown if the image was captured prior/during/after valve alignment attempts. The 3mensio report imagery showed severe tortuosity and moderate calcification in the patient¿s vasculature. Functional testing revealed that the balloon shaft was able to be unlocked, pulled to the default position, and locked. The full fine adjust was able to be used. There was no dimensional inspection performed due to the nature of the complaint. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of the units. The balloons are 100% inspected for defects per procedure. During flex tip assembly and bonding, the outer diameter of the flex tip is inspected. Prior to the balloon pleat, fold and forming process, the balloon is 100% visually inspected for balloon size. During final inspection, the entire device is inspected distal to proximal for defects per procedure. The functional testing is performed on the device. Additionally, during product verification (pv) testing, units are chosen on a sampling basis for testing per procedure. The delivery system is visually inspected for physical defects or damage, device insertion, fine adjustment verification, and engagement force testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review was performed, and no related complaints were identified. The for edwards delivery system, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. The procedural training manual provides guidance on valve alignment. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, check delivery system before valve alignment. If kinked, do not use, and slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left, if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note that a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note that fine adjustment wheel functions only when the balloon lock is locked. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment and note that thv moves in only one direction relative to the balloon. Compression may be observed in the distal portion of the flex catheter during valve alignment, diving may be observed between the thv and the flex catheter tip during valve alignment, move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible, if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, the manual provides guidance on thv retrieved through the sheath. Thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.  Do not re-use the sheath, thv or delivery system once thv is retrieved, crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip, rotate the delivery system before trying again, and retrievability is based on preclinical testing. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on provided imagery and the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As per the case notes and 3mensio report provided, severe tortuosity was present throughout the patient vasculature. Tortuosity may result in increased valve alignment forces. If the user performed valve alignment at a bend/angle or in a tortuous vasculature, the thv may unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen, as evidenced by the cine imagery and observed flex tip gouges and compression near the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, contributing to the reported fine adjust difficulty.   Per report, ¿the valve did not return to e sheath in the attempt to withdraw it was stuck with a calcification in the bifurcation of the iliac artery.¿ it is possible the sheath was not positioned properly, contributing to withdrawal difficulty. Per the training manual, the sheath tip should be positioned past the aortic bifurcation and during thv retrieval, the thv should be completely inside the sheath before withdrawing delivery system and sheath as a single unit. Additionally, the calcification present in the patient¿s access vessels, as evidenced by the 3mensio report provided, can interact with the valve, contributing to the reported difficulty in withdrawing the delivery system. In this case, available information suggests patient (tortuosity) and procedural factors (valve alignment in a non-straight section/built-up tension and sheath not positioned properly) contributed to the reported events. However, conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during evaluation. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.